Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implant was adjusted until it was more in their back then their leg and they were unable to see anything in the way. The patient noted that the circumstances that led to the burning included some change in activity. The patient mentioned that it sometimes hurt more around the site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's battery is burning them. The patient clarified stating that the ins is burning them. The patient turned their ins off and the patient stated that they still felt the burning. The patient was forwarded to their healthcare provider (hcp) to address the issue. The patient was sent hcp listings in their area. No further complications were reported or anticipated.